Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The reservoir was visually and microscopically inspected revealing no damaged. Upon leak test, the component performed within specification. The cylinders were visually and microscopically inspected. Both cylinders had wear at folds in the cylinder bodies; however, no leaks were found and they passed the functional tests performed. Upon visual and microscopical examination of the pump, it was seen that the kink resistant tubing (krt) was fatigued and worn down to the filament, but there were no leaks identified. Functional testing of the pump revealed the component did not pass the 8 lb activation test; therefore, requiring more than 8lbs. Of force to activate. Based on the information available and analysis results, the reported allegation of fluid loss due to a hole in the tubing was not able to be confirmed. However, the pump requiring more than 8lbs. Of force to activate could have caused or contributed to the reported clinical observation of inflation issues.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A revision surgery was performed in which fluid loss was identified due to a hole in the tubing. There were no patient complications.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A revision surgery was performed in which fluid loss was identified due to a hole in the tubing. There were no patient complications.